Event description:
It was reported to philips that the device's defib output is lower than expected when charged to 200j and 150j during the preventative maintenance (pm). There was no reported patient involvement.